Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 2.75-3.5mm x16-48mm, eccentric de novo target lesion was located in a coronary artery. Following pre-dilatation with an emerge balloon catheter, a 3.50x48mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable cross the lesion. When the device was removed, it was found that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.